Event description:
It was reported that a patient underwent a spinal procedure at unknown levels via tlif. It was reported that the patient underwent a revision surgery due to cage migration anterior. The patient complication is unknown.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.